Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a (serious injury / device malfunction / incident). (B)(4).

Event description:
New information received indicates that the reported event took place during priming of the system. A system message was displayed during this phase. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the infusion sensor showed lower signal than expected. Additional information has been requested, but none has been received to date.